Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device under infused. Per reporter, there was an issue about fentanyl drip through the device. The fentanyl was coming in a glass vial 50 mg in 50 ml leaving the concentration 1 mg per 1 ml. Due to the glass vial, they had to use a vented spike and then attach the device tubing to the vent spike. They had several incidences when a spike was not used, and the device continued to administer the programmed dose. When the pump alarmed to prompt them to hang a new vial of fentanyl, they did notice the vial on the previously hung fentanyl was still full. The cadd did not alarm for the fentanyl not being administered. It alarmed high pressure. There was patient involvement, but no patient harm reported.

Manufacturer narrative:
Device evaluation: no product returned for device analysis; a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.